Event description:
Catheter connected to power injector, psi set at 800 by rn per physician order. Catheter broke off at the proximal end at the time of the injection. Injection stopped. Manufacturer pressure limit 1050 psi.